Event description:
The user facility reports the following: during dilatation of superior vena cava, the balloon ruptured circumferentially. The fragmented balloon was retrieved for pt. The pt suffered no adverse effects as a result of this occurrence.